Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a drain bag was stuck folded together. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A visual inspection was conducted with the naked eye and using magnification. During visual inspection excess solvent was found. Functional testing performed included leak testing, clear passage test, and clamp function test. All functional testing was passed. No damage was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot; however this review did find similar complaints for this lot number for the reported condition of damaged. A CAPA has been opened to address this issue. Should additional relevant information is obtained, a follow-up MDR will be submitted.